Event description:
Caller reported a malfunction on the pump, noting that the screen had gone dark and would not turn on. There was no adverse impact to the customer's blood glucose level. After troubleshooting, customer technical support (cts) instructed the caller to connect the pump to a known working power source, which successfully powered on the pump. Since the issue persisted, cts arranged for a replacement pump with updated software to be sent to the customer, who agreed to return the faulty pump using the provided return box and pre-paid label to avoid additional charges. The customer was also advised to program their settings and connect their continuous glucose monitor (cgm) to the new pump upon receiving it.